Manufacturer narrative:
Initial and final MDR 1902962- MDR 8021545-2024-01689- device 1 of 3 patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the infusion set was leaking at quick release. Moreover, the infusion set was used for 2-4 days. No further information available.